Event description:
It was reported that, "dr who is an experienced dall miles cable user, stated that the cables were slipping through the tensioners. The tensioners being utilized were brand new. No sales staff was present for the surgery. The tensioners were tested at the stryker orthopaedic (B)(4) office and it was discovered that the cables did not hold tight."

Manufacturer narrative:
Add'l lot# tacl30k. A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR # 2249697-2010-01118.